Event description:
It was reported that a patient underwent a hydrosalpinx procedure on (B)(6) 2013 and suture was used. During the procedure, the suture broke at the second stitch when sewing the oviduct. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The circumstances and amount of force required to cause the breakage could not be determined. The two returned used violet braided suture segments did not account for the entire suture product, so a complete examination was not possible.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.